Manufacturer narrative:
Customer contacted for a refund/ replacement and additional information through amazon, but no response was provided.

Event description:
Customer purchased the fastep tests and kept getting negative results even though the lab had already confirmed a positive result. Decided to use another brand and the results for those were positive as expected.